Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient had a replacement yesterday. The battery went dead so they replaced it yesterday. No further complications were reported.

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found no significant anomaly ins passed final functional test. Analysis determined that ins is permanently damaged due to overdischarge. Additional review indicated conclusion code is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator. Information was reported that a patient had a suspected overdischarge and the rep could not establish communication with either the patient programmer or 8840. The patient was put in the hospital, but the rep doesn¿t know the reason why medtronic wasn¿t called earlier.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the battery was unable to be recovered. Surgery for replacement was going to be scheduled. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a rep. It was reported that the patient was in the hospital the day following the implantable neurostimulator replacement for overdischarge.